Event description:
A nurse reported that glue particles came from the packaging and managed to get into the eye of the patient. Two patients were involved. The surgeon tried to remove the particles with a tip but he is not sure if he managed to get everything out. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: there have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The customer did returned three open and empty small parts trays; however, the customer did not returned the particles that was removed from the eye. Without the particles that were remove from the eye we are unable to conducted an investigation. The root cause of the customer's complaint could not be established as a sample of the particle that was removed from the eye has not been received. Without this sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).